Event description:
(B)(4). I've had severe migraines and pelvic pain that started all around the same time. I've never had pain like this before in my life. I've been to several doctors and none can fully explain what is going on.